Event description:
A report was received that the patient's ipg would not charge and would not communicate with the remote control. X-ray was taken to confirm flipped ipg, but it appeared that the ipg looked normal. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician suspected device malfunction. The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's ipg would not charge and would not communicate with the remote control. X-ray was taken to confirm flipped ipg, but it appeared that the ipg looked normal. The patient will undergo a revision procedure.